Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device biohazardous, not returned.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system aspiration pump max 110. During preparation for the procedure, the medical engineer incorrectly connected the aspiration tubing to the pump max. The physician did not notice the wrong connection when the thrombus was aspirated; however, he noticed it after he found blood leaking from the bottom of the pump max. The physician stopped the procedure to reconnect the pump max properly and restarted it to continue the procedure. There was no report of an adverse effect on the patient.